Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Contact advised right brake screws are stripped causing brake to be loose. Contact advised tried to tighten but screws just spin.